Manufacturer narrative:
Per -1421 initial report. This initial report is being submitted retrospectively as per FDA request. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the explanted devices has been requested in order to progress with this investigation, however, not all information is available and thus there is only very limited information for the investigation. It has been confirmed that the explants were discarded by the hospital following the revision and thus will not be returned for examination. A pre revision x-ray has been provided and will reviewed at corin. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, screw, liner and head after approximately 10 months due to aseptic loosening of the cup.